Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated non-recoverable errors on arm 3. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors 26002 and 307 pointing to an issue with armnet 3. The surgeon elected not to troubleshoot further and converted the procedure to an open surgery. Intuitive surgical inc. (Isi) followed with the initial reporter and confirmed that the open surgery was completed successfully with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 23062 and the proximal set up joint (suj) due to error 307. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the reported issue on the usm. The unit was tested on the in-house system and it passed normal mode. The unit was then put on the test platform, and it passed all tests related to the reported problem. The system logs indicated that the 23062 was pointing to the insertion axis. Visual inspection of the insertion axis revealed that the insertion stator connector was not properly seated in the acs board. As a fix, the insertion motor stator will be replaced and the acs will be replaced as a precaution. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test. Failure analysis replicated error 307 on the proximal suj. The unit was tested on the in-house system and error 307 was noted. The unit was also tested on the test platform. During the node check, the unit did not detect node ac_3a, ac_3b, and ac_3c. The root cause was isolated to the acu board. The unit passed horizontal/vertical brake, horizontal/vertical encoder, and z twang tests. As a fix, the acu board, the horizontal and vertical harness will replaced.